Manufacturer narrative:
The investigation was completed on 02-feb-2025. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system. The signal interference was observed on the intracardiac channels (ic). The signal interference was observed on both the carto and recording system. In addition, an electrical burning smell was reported. It was confirmed that the issue was resolved by replacing the patient interface unit (piu) with another one that was delivered to the customer. System is ready for use. The suspected patient interface unit was sent to the manufacturer for investigation. The "noise" issue was confirmed and was caused by damaged ports of the backplane card. The backplane card was repaired and the issue was resolved. The "burning smell" issue was not confirmed and no sign of burning smell was found during the investigation. In addition, during the investigation, the pacing test failed, due to the defective ECG card. The ECG card was repaired and the issue was resolved. The history of customer complaints reported during the last year associated with carto 3 system#: (B)(6) was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the carto3 system s/n: (B)(6), and no internal actions related to the reported complaint condition were identified. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: cause not established (d15) were selected as related to the customer¿s reported ¿electrical burning smell¿ issue. Investigation findings: electrical problem identified (c02) / investigation conclusions: cause traced to component failure (d02) / component code: circuit board (g02005) were selected as related to the biosense webster inc. Analysis finding of the ¿defective ECG card¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to component failure (d02) / component code: circuit board (g02005) were selected as related to the customer¿s reported ¿signal interference¿ issue. In addition, biosense webster inc. Analysis finding of the ¿damaged ports of the backplane card¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system and smelled an electrical burn. Lost the signal on channel 9 and 10 and got noise on the connector. They rebooted system several times (4 times) and it worked. It smelled like an electrical burn. Before the procedure. The customer does not trust the system anymore. No patient consequence. No delay. Additional information was received. The signal interference was observed on the intracardiac channels (ic). The signal interference was observed on both the carto and recording system. The ECG/EKG signal was available for the physician to monitor the patient¿s heart rhythm. No sign of visible fire or flames. No sign of visible smoke. It was an electrical smell. The signal issue was assessed as non MDR reportable. The patient¿s ECG available to be monitored on another system. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. This issue is highly detectable. The issue that was described as it smelled like an electrical burn was assessed as MDR reportable.